Event description:
New information received notes the lead was repositioned successfully.

Event description:
It was reported that decrease in sensing was observed. Lead to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.